Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. Customer's blood glucose level was over 600 mg/dl at time of incident. Customer reported that the insulin pump had pump error alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer perform self test and test was passed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Event description:
The automode feature was not active at the time of the reported event.